Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2012, product type: lead. Information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller mentioned that they were looking into a case where a lead revision would occur. The caller stated that it was documented already, but they were driving and they didn't have the number. The caller stated they would send the number to technical services. It was reviewed that since there was a break in the lead (per imaging of the lead) there would still be a surgery even though the impedances were within spec. The scan still presented dangers listed. The caller called back and gave the provided reporting number. Additional information was received from the hcp. They stated that the cranial electrode was broken. It would be replaced soon on (B)(4) 2018. It would be a left side stimulator and electrode replacement. The issue had not been resolved yet. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) which was received from the healthcare provider (hcp) reported the patient had their left lead removed on (B)(6) 2018 due to a suspected infection. The patient was started on antibiotics prior to the removal with cultures being performed but they didn¿t produce anything. The hcp planned to reimplant the left lead after the patient was healed. The cause of the event wasn¿t determined with the device being discarded by the facility and therefore it would not be returned. No further complications were anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the lead removal and replacement was done today by the doctor. Impedances were all good after the replacement. Patient is doing fine and receiving therapy. No additional information is available and was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating that the customer discarded the explanted products and they will not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va02kcc, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient is experiencing repeated shocks at left implant site (head). Environmental/external/patient factors that may have led or contributed to the issue include patient had recent trauma to the ins site. Diagnostics/troubleshooting included x-ray and impedance checks. Interventions/actions included the patient being in the operating room for a battery/extension replacement. Prior to surgery the physician viewed an x-ray and determined fracture of the lead had occurred. Replacement case was cancelled and a follow-up lead replacement was planned but not scheduled. The issue is not yet resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the patient stated he is a lawn care worker and hit his ins site while using a crank start on piece of equipment. The fracture to the lead is on the left side. The replacement surgery has not yet been scheduled at the time of this new info. The return of the devices will be determined by the facility at the time of the replacement surgery. The issue is not yet resolved.

Manufacturer narrative:
Additional review determine (B)(4) no longer applies to this event as the reported infection is captured in regulatory report #3 004209178-2018-24993. If information is provided in the future, a supplemental report will be issued.